Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; flat creases, delamination of valve, white particles in shell. The leak test and microscopic analysis was performed which identified: partial delamination of diapherm flange disk assessed as adhesive failure. Based on the device analysis the final assessment is: delamination of diapherm flange disk assessed as adhesive failure.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.